Event description:
Event description guidant received information that during the implant procedure, this lead was difficult to position in the ventricle and exhibited high thresholds. During the procedure, the patient became bradycardic and cardiac tamponade was suspected; therefore, the procedure was abandoned. An echocardiogram was performed, verifying a pericardial effusion. The patient was then stabalized and transferred to a different hospital for thoracic surgery. During this procedure, a bruise was noted near the rv apex where the lead was attempted to be placed; however, a perforation was not found. Further inspection noted a very small pinhole in the distal coronary artery near the lv wall. The physician determined the lead had not caused or contributed to the observed hole in the coronary artery.